Event description:
Event description guidant received information tht this atrial lead was not implanted due to high impedances. The impednance was high in both unipolar and bipolar modes. It ranged from 2600-3000 ohms. They changed the pacing cables and lead position several times. They checked the connections. No improvement was made. So, another lead was successfully implanted and the unused lead was returned for analysis.